Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported a left side rupture diagnosed via MRI. The device remains implanted.

Manufacturer narrative:
Photo evaluation: visual analysis of the photographs identified: rupture: observed rupture on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. Capsular contracture: unable to observe as it is not related to the manufacturing process. No additional observations were carried out. No further actions are required as no manufacturing issues are observed. Additional, changed, and/or corrected data: h11.

Event description:
Patient reported "rupture". Later healthcare professional reported "implant rupture" and "capsular contracture baker grade iii". This record is for the left side. The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture, baker grade iii. Device photograph(s) for the device related to the reported event of rupture and capsular contracture requested on sep 12, 2025.with lot number 2637079and catalog number n-trx400. Rupture: no observed. Capsular contracture: unable to observe as it is a medical event that is not related to the device. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed. Additional, changed, and/or corrected data: b.3., b.5., b.6., d.3., d.4., h.4., h.6., h.11.

Event description:
Patient reported "rupture". Later healthcare professional reported "implant rupture" and "capsular contracture baker grade iii". This record is for the left side. The device has been explanted and replaced.